Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was oversensing noise which was thought to be due to a potential interaction with sternal wires from an unrelated procedure. Review of the device data also noted the battery of the s-ICD was prematurely depleting. At this time the s-ICD remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was oversensing noise which was thought to be due to a potential interaction with sternal wires from an unrelated procedure. Review of the device data also noted the battery of the s-ICD was prematurely depleting. At this time the s-ICD remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.